Event description:
During a left-sided pvi/atrial fibrillation procedure, the sideport was disconnected from the device. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. The extension tubing had detached from the sideport of the hemostasis body. A corrective action was initiated to investigate the failure mode of the sideport detachments.